Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the surgeon was unable to pass tracer registration even after multiple attempts. It was noted that the forehead was cut off for the scan, and the surgeon was recommended to only trace on areas visible in the 3d scan. Navigation was aborted. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.